Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The investigation of the reaction monitor for one of the elevated results indicated some sort of reagent carry-over which could have led to the falsely high result. Carry-over could have occurred under routine conditions if the instrument was not well-maintained. Extra wash cycles were installed and no further events have been reported.

Manufacturer narrative:
New information was provided which changed the date received by manufacturer. The date received by the manufacturer was (B)(6) 2011.

Event description:
The user experienced an ongoing issue with questionable ammonia results from cobas 6000 analyzer serial number 0809-24 and provided data which was generated on 04/04/2011. Patient sample 1 initial result was 317.3 umol/l with a data flag and the repeat result was 54.5 umol/l with a data flag. Patient sample 2 initial result was 154.8 umol/l and the repeat result was 38.1 umol/l with a data flag. Patient sample 3 initial result was 323.7 umol/l and the repeat result was 41.3 umol/l. No adverse events were alleged regarding the issue.